Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed dry and itchy skin under the lifevest. The patient also reported red skin under the front hooks of the lifevest. The patient reported being given vaseline by his doctor. Follow-up indicated that the patient had been applying unscented lotion on the affected skin and it had cleared up.